Event description:
Infection was reported. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the lead was returned and analyzed and no anomalies were found. Concomitant products: 5076-45, implantable pacing lead, implanted: (B)(6) 2013; 6935m55, implantable tachy lead, implanted: (B)(6) 2013; d2 04trm, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013. (B)(4).